Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump was off, changed battery, and device does not work. Customer's blood glucose was unk. The device was not dropped, bumped, or exposed to moisture. Battery contacts, battery compartment, or springs were not missing, damaged, or missing. Customer was advised to insert a new battery and display did not return. Customer was advised to clean battery components on the device, insert a new battery, and display did return. Customer was advised to a self test and device passed. No further information reported.